Event description:
It was reported that the user noticed bleeding at the infusion site after wearing the same infusion set for four days while traveling, and they were advised to perform a full supply change when able; the device involved was an ilet with an inset 23 in infusion set, and the issue aligned with an improper or incorrect procedure or method related to the user interface. Symptoms included hyperglycemia, anxiety, and skin irritation at the site. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, consistent with extended wear of the infusion set and user-interface related handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.